Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome. The keypad connector was found closed properly during our visual inspection. Unable to verify motor error alarm or perform the displacement test due to keypad anomaly. However, the motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl.